Event description:
It was reported to baxter (B)(4) that an intermate sv 200 device had a loose blue winged luer cap before use. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Investigation of the returned device found the suture, posterior cuff, and posterior needle tip were not returned with the device. Without the return of the missing components, the scope of this investigation was limited. Inspection of the returned device revealed a link break at the posterior cuff. A link break would result in a failure to retrieve the suture during plunger retraction and could appear very similar to the reported cuff miss. Therefore, the reported product experience is confirmed. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to a link break when retracting the needle plunger. No manufacturing or quality issues were detected and the root cause for the link break at the posterior cuff could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a femoral vessel after an interventional procedure. Reportedly, a cuff miss occurred. It was not specified as to how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.